Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that she got into a motorcycle accident (B)(6) 2020, as result she got a short in her system and she can't have MRI. Since then patient has had a couple falls a well. Patient said since a couple weeks ago patient has burning sensation in her head, she feels like her head is on fire. The sensation was on and off, but now it's more constant. Patient wanted to know if her brain is being "fried". Reviewed with patient that the brain doesn't have pain receptors, thus it a sensation or a feeling that is being felt by her, but it doesn't mean the system is actually burning her. Patient also mentioned tight wire at her neck, and wondered if possible the lead is being pulled out of her brain or causing csf fluid to leak from her brain. They were redirected to hcp to discuss.

Event description:
Additional information was received from the consumer who repeated information regarding them being involved in a motorcycle accident which affected one of the implantable components. The patient thought it might have been a lead, but they could not confirm. The patient added that it was a manufacturer's representative (rep) who had checked their dbs system and realized that the patient could not have an MRI. The patient repeated that their neurologist told them they could not get an MRI because "something came out of place" and it would not be safe. The patient added that the doctor told them they could not get the MRI because the "deepest level was damaged" and they could not go too deep. The patient stated that they ended up having a myelogram instead because their doctor was looking for a spinal leak and nerve damage. The patient stated that they had a spinal fusion on (B)(6) 2022. The patient stated that they transferred to a doctor in tucson who wants the patient to get an MRI with and without contrast. The patient stated that they told their doctor they cannot have an MRI, but the doctor told the patient that their "machine" indicated that nothing could prevent the patient from getting an MRI. The patient was redirected to their healthcare provider to have the dbs system checked to confirm MRI eligibility. Additional information was received from the consumer who reported that they could not get an MRI in 2019 because one of the "deep leads" was "misplaced". The patient repeated that they are in need of another MRI and their doctor in tucson checked the dbs system and told them they did not find any evidence of an issue with the lead, and that the patient was cleared to get the MRI. However, the patient did not have a completed MRI eligibility form.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown: product type lead product ID neu_unknown_ext serial# unknown: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.